Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found two external insulation abrasions breaching the superior vena cava cable lumen at the proximal region. The etfe cable coating was not abraded in these locations. The cause of external insulation abrasion is consistent with friction to device can.